Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igg immunoassay, elecsys toxo igm immunoassay, and elecsys hbsag ii immunoassay results from 4 patients tested on a cobas 6000 e 601 module. From the data provided, only 1 patient had discrepant hbsag ii results. The initial hbsag ii result was (B)(6) with a repeat result of (B)(6). The units of measurement were requested but were not provided. The hbsag result of (B)(6) was reported outside of the laboratory. The results in question were not reported outside of the laboratory. The hbsag reagent lot was requested but was not provided.

Manufacturer narrative:
The customer performed a liquid flow cleaning, which resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
Relevant test/laboratory data was updated.